Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl with no ketones and was concerned that the pump did not declare an occlusion alarm. Insulin injections were used to lower the bg level. The customer also changed the infusion site and delivered a bolus of insulin. Tandem technical support explained to the customer that there may not have been enough backpressure in the pump to declare an occlusion and advised the customer to change the pump supplies.